Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology needle caught onto the catheter during the retraction process. The following information was provided by the initial reporter: "an 18g insyte autogaurd bc pro wined IV catheter did not work correctly. After piercing the skin and vein with flash seen, the cath over needle was advanced a bit more ensuring it was placed properly in the vein. The catheter was started to be advanced over the needle to set it into the vein. The button was pressed so the needle could retract, and when it retracted it caught onto the catheter and pulled it out of the pt's skin, causing bleeding and a large hematoma. Impact of incident: pressure was applied and all information about the incident was disclosed to the pt. The bleeding quickly stopped with pressure and gauze. Who was affected? Patient".

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology needle caught onto the catheter during the retraction process. The following information was provided by the initial reporter: "an 18g insyte autogaurd bc pro wined IV catheter did not work correctly. After piercing the skin and vein with flash seen, the cath over needle was advanced a bit more ensuring it was placed properly in the vein. The catheter was started to be advanced over the needle to set it into the vein. The button was pressed so the needle could retract, and when it retracted it caught onto the catheter and pulled it out of the pt's skin, causing bleeding and a large hematoma. Impact of incident: pressure was applied and all information about the incident was disclosed to the pt. The bleeding quickly stopped with pressure and gauze. Who was affected? Patient."